Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screw of the implantable pulse generator (ipg) could not be fixed properly during implant. Once screwed, no pacing was noted. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.